Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an unspecified out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. Additionally, several episodes of noise were recorded resulting in inappropriate atrial tachy response (atr) mode switches. Noise was unable to be reproduced in clinic with patient isometrics, all lead measurements were noted to be stable and pacing impedance measurements were noted to be 470 ohms in bipolar and unipolar configurations. However, when the lead was programmed to unipolar configuration, the lss feature re-activated. Boston scientific technical services (ts) discussed post radiation recommendations. The lead was left programmed in bipolar configuration. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that low out of range pacing impedance measurements less than 200 ohms were observed that resulted in activation of the lss feature. The lead remains programmed in bipolar configuration. This product remains implanted and in service. No adverse patient effects were reported.